Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an issue with the patient's anatomical right lead. Zero through seven lead had connectivity issues throughout the entire lead along with an impedance issue on every electrode. Patient described no falls, car accidents, or anything that she could think of that would have caused this. Activity test failed at every electrode on 037 lead. An impedance test also failed at every electrode . Rep programmed around it, however this is not adequate as she only needs the lead on the right side, but that lead is out, only the left lead is available, but that does not provide adequate paresthesia. Rep reports that a revision surgery is likely to replace lead. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller is in or for a lead revision. Caller noted ins was read in preop but cannot connect in or. No equipment to cause interference. Ctm on the ins. Power cycled 2x and no device found. Caller noted they will be replacing the ins.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no anomaly. Analysis of product type: lead, product ID: 977a260, serial#(B)(6) found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient will likely have their lead revised; however nothing has yet been scheduled.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial # : (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.